Event description:
It was reported that a broken case super cap post and force sensor was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. Cracked battery door and missing parts inside the plunger head was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. The cause of the reported issue was the main board does not operate as intended. Service replaced force sensor, plunger board and plunger cable and performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.